Manufacturer narrative:
Result code: the coil pusher was examined with an unaided eye. The pet lock was broken and the pull tube was fully retracted. This observation is consistent with a pusher after correct coil detachment, and therefore, inconsistent with the complaint description of a premature detachment. There were no kinks or other defects along the length of the pusher. The distal end of the pusher was examined under magnification. There were no visual defects in the distal detachment tip. There was no evidence of broken or fractured coil segments. These observations are inconsistent with the complaint description of a premature detachment. The distal detachment tip ID and pull wire distal od were measured. Both dimensions are within specification. The pull wire was removed from the proximal pusher shaft. There were no kinks or other defects present. The returned pusher is consistent with a fully functional device post-coil detachment. Conclusion code: the returned device is not consistent with the complaint description. The pet lock was broken and the distal end of the pull wire was properly retracted. These observations are consistent with functional device after the coil detachment process. All relevant dimensions are within specification and all visual observations are consistent with a fully functional device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician performed a stent assisted coiling case on a left ica aneurysm measuring 5.81mm x 5.80mm x 6.0mm with the penumbra coil 400. The procedure started with a microcatheter being advanced into the aneurysm and then jailed in place with a stent. The physician selected a 5mm x 13cm complex soft coil as his first coil sequence. The coil was advanced through the microcatheter with no noticeable resistance being encountered. As the coil exited the catheter, the physician directed his partner to reposition the coil since one of the coil loops appeared to be pinned between the vessel and stent. After a few manipulations and adjustments with the coil, the physician realized that the coil had become detached from the pusher. He then advanced the pusher and placed the entire coil back into the aneurysm. It was also observed that the microcatheter was placed deep into the aneurysm and was restricted in movement by the aneurysm wall. After the initial coil was fully deployed inside the aneurysm, two other penumbra coils followed with no deployment or detachment issues.